Manufacturer narrative:
There is no additional information available for this event as yet. The device is not returned. As such, a definitive root cause of the reported complaint cannot be determined at this time.

Event description:
As reported for this event, the device had intermittent unspecified scope communication errors. There is no harm or adverse impact to any patient.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. Correction made for UDI. This supplemental report is being submitted to provide this information. Please the device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The service representative suggested to the customer to try the scope where the communication error occurred in another tower, and suggested that the gold contact of the scope be wiped with alcohol if an error occurs (in the case of the 190 series scope). The part number of the light source connector cleaning kit (maj-2087) for cleaning sockets was also provided to the customer. Customer has ordered the cleaning kit. However, the customer has not responded to follow up, so no additional information is available. The device is not returned for repair. It is likely that the issue of intermittent communication error were caused by connecting to the output connector receiver when the electrical contact point of the scope connector was not sufficiently dry or had presence of foreign matter (chemical liquid residue, water dirt, sebum dirt, dust, gauze spare, etc.). This causes the electrical contact of the connector to become unstable, and it interferes with the communication between the scope and the video processor through the light source device, and a scope communication error occurred. The following is written in the instruction manual about connecting the scope connector in a well-dried state including the electric contact part.